Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. However, after extensive testing and troubleshooting of the device, physio-control was unable to determined the cause of the reported issue. The customer was provided with a replacement device.

Event description:
A third party service agency contacted physio-control to report that their customer's device had a service indicator present and that it had logged non-critical event codes in its memory. There was no patient use associated with the reported event. No further details were provided. Upon evaluation of the customer's device, physio-control observed that it powered on with a white display and would constantly reboot by itself. As a result, the device was unable to monitor ECG or deliver therapy, if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. However, after extensive testing and troubleshooting of the device, physio-control was unable to determined the cause of the reported issue. The customer was provided with a replacement device.

Event description:
A third party service agency contacted physio-control to report that that their customer's device had a service indicator present and that it had logged non-critical event codes in its memory. There was no patient use associated with the reported event. No further details were provided. Upon evaluation of the customer's device, physio-control observed that it powered on with a white display and would constantly reboot by itself. As a result, the device was unable to monitor ECG or deliver therapy, if it were necessary.